Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received several pump error alarms. Customer disconnected insulin pump and reverted to manual injection. Customer's blood glucose was 9.1 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
No unexpected pump error 2, pump error 63, or pump error 79 alarms were noted during testing. The pump error 63 was present in the format history file due to the software error. The motor was tested outside of the device and it passed. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion test, sleep current measurement, active current measurement and self test. The pump was received with a scratched casing, minor scratches on the lcd window and a pillowing keypad overlay.